Event description:
The patient's father reported on (B)(6) /2013, his daughter's blood glucose reached "high" (> 500 mg/dl) and she became very sick and was throwing up. She was driven to the emergency room by her friend. Upon arrival she was admitted for diabetic ketoacidosis. She was treated with 4 bags of fluid and nausea medication intravenously. They also gave her a manual injection of rapid-acting insulin (exact dosage was not provided). The pod was discarded at the hospital. She was released from the hospital on (B)(6). She could not provide any further information regarding this event.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.